Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that one of patients lead has high impedance and the other lead has low impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced to address the issue.

Event description:
It was reported that patient is unable to set ipg to MRI mode, patients lead has high impedance. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 8100351.